Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net is an alert for non-sustained right ventricular oversensing. The patient presented in the emergency room and upon interrogation, the right ventricular lead exhibited loss of capture which resulted in the alert. High thresholds and a slow decrease in pacing impedance values were noted. No device intervention was reported but lead replacement was discussed. Patient was stable before, during, and after the visit.

Event description:
New information received indicated that the patient presented for lead revision. They were unable to implant a new lead due to occlusion. On (B)(4) 2018, the lead was capped and a replacement lead was implanted on the right side. No complications were noted.

Event description:
New information received indicated that the previously capped lead was explanted during an unrelated procedure on (B)(6) 2019. It was also noted that the lead had previously dislodged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.